Event description:
Patient brought in for follow-up when transtelephonic check showed no pacing with heart rate below pacing rate. Interrogated device with an ics 3000 and sensing and threshold tests completed successfully (9.3mv r-waves, 0.6v threshold). Tried multiple times to run battery/lead telemetry test (bipolar and unipolar), but kept getting dashed lines instead of values. Tried a different ics 3000 programmer with the same result. Tried several reset codes and reinitialized the device. Still could not perform battery measurement. Finally, got a battery voltage of 2.25v. Magnet rate was 90bpm and battery status 'ok.' Throughout follow-up, representative saw several instances where device did not appear to be pacing appropriately. Recommended explant of device due to inappropriate pacing behavior and battery voltage well below eri. Received device at binc on 04/11/07.